Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("the green delivery catheter of the device became detached and remained stuck in the ostium"), complication of device insertion ("the green delivery catheter of the device became detached and remained stuck in the ostium/ failure of placement") and device deployment issue ("the insert was not deployed and came completely unwound over a distance of 15 cm behind that point") in a female patient who had essure (batch no. 882189) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: the catheter was removed with hysteroscopic forceps. Sterilisation was performed with another batch of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 3-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the green delivery catheter of the device became detached and remained stuck in the ostium"), complication of device insertion ("the green delivery catheter of the device became detached and remained stuck in the ostium/ failure of placement") and device deployment issue ("the insert was not deployed and came completely unwound over a distance of 15 cm behind that point") in a female patient who had essure (batch no. 882189) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: the catheter was removed with hysteroscopic forceps. Sterilisation was performed with another batch of essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the green delivery catheter of the device became detached and remained stuck in the ostium. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.